Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported facial nerve stimulation while using her cochlear implant system. Deactivation of multiple electrodes did not alleviate the problem and the patient's speech understanding decreased. Results of an integrity test done in 2007 confirmed normal receiver/stimulator. The patient's device was explanted the following month, and a new device was reimplanted the same surgery.